Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the power module for trauma device started and stopped working during testing once the battery device was installed. According to the reporter, the battery was checked and no bulb lights were up, nor any failure warning lights ( it did not seem to have power) when changing the battery. It was also observed that cracks were seen. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10: additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device would not charge and the housing was cracked. The device also failed pretests for general condition & lever function, charging sockets, information button & self-test and charging and checking of power module in charger ubc. The reported condition of the device stopping by itself was not confirmed. The assignable root cause was traced to user error.